Event description:
General report received of an unspecified number of undocumented incidents of tubing sets delivering less unspecified medications than expected when used with sigma pumps. Reportedly, the nurses noted that the amount registered as delivered by the pumps, did not always total the amount received by the pt's. There were no reported adverse pt effects. No medical interventions were required. During testing by the user facility, the pumps and tubing sets delivered at "10% lower rates." Though requested, no additional information was provided.